Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm. Review of data available through the biomed options confirmed the reported symptom. Evaluation also reproduced a constant "downstream occlusion" message when attempting to run a loaded set caused by a failed downstream sensor. The downstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. It was also reported there was no patient involvement.